Event description:
It was reported that during mastoid surgery, it was observed that the motor device was making noise and powered on and off. There were no delays to the surgical procedure as the actual device was used to complete the surgery. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed the device was making noise and the rotations per minute (rpm) were fluctuating. Therefore, the reported conditions were confirmed. The assignable root cause was determined to be due to normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.